Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10119. It was reported the patient experienced a dural puncture during her permanent implant procedure. Implant was successful following the puncture. The patient experienced a headache which resolved over night.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.